Manufacturer narrative:
Additional narrative: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision of a lumbar fusion was performed on (B)(6) 2015 due to adjacent level disc pain/herniation. The original procedure, an l5-s1 post lumbar inter-body fusion, was performed on (B)(6) 2011. Construct was to be extended to l4, and when pre-operative films were taken the broken screw was detected. All of the universal spine system (uss) screws (one of which was broken/piece of distal tip was left in the patient's vertebral body), collars, nuts and rods were removed and none were re-implanted. Matrix dual core screws, matrix polyaxial heads, mirs rods, and matrix locking caps (without saddle) were re-implanted at levels l5-s1 in addition to the extension at level l4. No reported surgical delays and procedure was successfully completed. Patient status is unknown. This is report 10 of 13 for (B)(4).